Event description:
It was reported that the pump touch screen was cracked and unresponsive. The customer's bg value displayed as 'high' on the continuous glucose monitor (cgm). The pump was replaced, and the customer reverted to an alternate method in insulin therapy.